Event description:
Dr. Was using an alliance inflation device. Before balloon reached full pressure, it burst. The dr noticed a 1/2 cm (estimated) tear in the pt that he had not noticed before procedure. He is not 100% sure the balloon caused the tear. He will continue the procedure at another time. Pt is doing "fine," per contact, the balloon was pretested. The dr did not have to surgically repair the tear and allowed throat to rest. No food by mouth for 24 hours, clear liquids on day 2 and soft diet on day 3.